Event description:
It was reported that during repair of an ocd lesion of the knee, a partial implant was retained in the patient. During insertion, the implant cracked up the middle on both sides. Approximately 3/4 of the implant was seated and 1/4 remained proud. The surgeon attempted to remove the anchor but it was secure, so the surgeon shaved off the protruding 1/4 portion of the device. The case was completed successfully. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was remains implanted therefore it could not be returned for evaluation; the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation, inserting the implant at an angle not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, or inserting the screw into an unstabilized joint or osteotomy. Per product directions for use (dfu-0110), the joint or osteotomy should be stabilized prior to insertion of the screw to prevent damage to the screw or inserter. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Remains in patient.